Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Subsequent electrical testing determined the lead was electrically continuous. Mechanical testing was unable to be performed due to dried blood and body fluid in the tip area prohibited helix function. X-rays evidenced the cathode coil was deformed near the terminal pin, which blocked the passage of a stylet. Laboratory analysis concluded the helix allegation was confirmed. However, no product abnormalities that may have caused or contributed to the reported clinical observations of high pacing thresholds or intermittent capture were found.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds with intermittent capture. A physician attempted to reposition the ra lead but the helix could not be re-extended. The lead was extracted and replaced with an alternate. Additional information stated the threshold was not checked during implant procedure because the patient was in atrial fibrillation (af). However, evidence suggested the elevated thresholds could be attributed to patient's anatomy. No additional adverse patient effects were reported.